Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pump module alarmed for occlusion, the tubing was checked with no issues, and reset was pressed to continue the infusion. A different pump module alarmed, displaying occlusion error with seemingly no issues, then all the units went blank and shut down within minutes of the alarm. The customer reported that the patient's blood pressure dropped however there was no lasting harm. Received a copy of the customer's medsun report from the FDA which states: "the patient arrived to unit from or on 8 mcg levophed (levo) and 4 mcg epinephrine (epi), running together through 3 way clave. After the patient was settled and report given, pump carrying levophed at 8 mcg started alarming for occlusion on the patient side. The lines were checked, and the pump restarted a few times. Patient had a slight drop to systolic bp from low 100 to high 90's. The lines were checked for patency, all open, with no occlusions noted. Clamps were also checked and found to be open. The pump continued to alarm for occlusion a few more times, and nursing staff checking lines and restarting the pump. During this time, the pump carrying 4 mcg epi also began to alarm for occlusion, with both the epi and levo pumps alarming for occlusion. A fourth channel was added to the alaris pump, and the whole alaris set up, 8015 pc unit and 4 lvp modules, shut down completely. All 4 channels stopped infusing and the screens went blank. The line was flushed, and was flowing nicely. A new alaris pc unit and 4 channels were obtained, and the infusion was restarted on the new alaris set up. The 3 way clave was removed. The new pumps ran without incident. During the event, the patient's systolic bp dropped into high 70's, map high 50's. The doctor was present at bedside during the event. Patient was given a fluid bolus to stabilize bp."

Event description:
The customer reported that a pump module alarmed for occlusion, the tubing was checked with no issues, and reset was pressed to continue the infusion. A different pump module alarmed, displaying occlusion error with seemingly no issues, then all the units went blank and shut down within minutes of the alarm. The customer reported that the patient's blood pressure dropped however there was no lasting harm. Received a copy of the customer's medsun report from the FDA which states: "the patient arrived to unit from or on 8 mcg levophed (levo) and 4 mcg epinephrine (epi), running together through 3 way clave. After the patient was settled and report given, pump carrying levophed at 8 mcg started alarming for occlusion on the patient side. The lines were checked, and the pump restarted a few times. Patient had a slight drop to systolic bp from low 100 to high 90's. The lines were checked for patency, all open, with no occlusions noted. Clamps were also checked and found to be open. The pump continued to alarm for occlusion a few more times, and nursing staff checking lines and restarting the pump. During this time, the pump carrying 4 mcg epi also began to alarm for occlusion, with both the epi and levo pumps alarming for occlusion. A fourth channel was added to the alaris pump, and the whole alaris set up, 8015 pc unit and 4 lvp modules, shut down completely. All 4 channels stopped infusing and the screens went blank. The line was flushed, and was flowing nicely. A new alaris pc unit and 4 channels were obtained, and the infusion was restarted on the new alaris set up. The 3 way clave was removed. The new pumps ran without incident. During the event, the patient's systolic bp dropped into high 70's, map high 50's. The doctor was present at bedside during the event. Patient was given a fluid bolus to stabilize bp."

Manufacturer narrative:
The customer¿s report that all the units had shutdown following occlusion alarms could not be confirmed. The log analysis found that channel a had an occlusion alarm and the user terminated this infusion manually. Channel d had an occlusion alarm and the user restarted this infusion while programming channel b. After channel b infusion was started the pcu alarmed with a channel disconnected alarm and channels c and d were recorded to have been removed. Functional testing identified the source for the power interruption to channels c and d as contamination / corrosion on the pins of the left iui connector on the channel c pump module. The incident was replicated during the investigation and temporary replacement of the left iui connector corrected the issue. The probable cause for the reported event is the contamination / corrosion on the pins of the left iui connector of channel c. The root cause for the contamination / corrosion was not determined.